Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they were hospitalized from (B)(6) 2014 for diabetic ketoacidosis. The patient stated that they were wearing the pump when hospitalized and their blood glucose (bg) was in 700mg/dl range and placed in ICU on an insulin drip. The patient was discharged on (B)(6) 2014 and put back on the pump. The patient stated that they changed the site today and the bg was 400mg/dl no ketones. The patient is currently on the pump and supplementing with insulin pen. Customer support (cs) reviewed the settings and all settings are correct. Cs advised there is nothing to indicate a delivery issue with the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.